Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital for a low blood glucose (bg) level. The customer reported that "she had too much insulin and believed it was partly caused by use error". The customer did not provide further information regarding the details of the event. The customer thought the discharged date was (B)(6) 2018. Although requested, additional information regarding the event was not provided.